Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during to uniportal wedge resection, before stapling, was articulating a reload to the right before inserting into the patient, but the stapler would not articulate back to the center and was stuck. Tried multiple time to straighten out but would not. This stapler did not touch the patient. Manual stapler was used to complete the procedure. There was no patient injury.